Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was tested for 24 hrs with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Evaluation was unable to determine the cause. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliaries were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced. The device was removed from service and the customer was issued a replacement device.

Event description:
It was reported that a device experienced a system error 322. It was also reported that there was no pt incident.